Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture, alarmed button error and off no power. The customer was assisted with off no power troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that a low battery alert was received prior to the off no power alert but mentioned that it was less than twenty four hours and that is was the second occurrence. The customer also stated that the battery was not previously used and the battery cap was not loose, cracked, or damaged. Pump exposed to fluid troubleshooting was performed and it was found that the customer had the insulin pump in their pocket while walking at a beach and that there was fluid under the lcd display. The customer also mentioned that they received an alarm indicating motor communication error and the insulin pump kept restarting. Button error troubleshooting was performed and the customer stated that the exposure to moisture was the significant event leading to the button error. The clock on the insulin pump advanced when monitored for one and three minutes. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm was noted during failure analysis. Unit received with no button response due to corroded act button keypad trace. Unable to perform functional test due to keypad anomaly. Unable to verify off no power, low battery or motor communication error alarm due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No moisture damage electronic or motor assembly.